Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their insulin pump received software error detected alarm. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer stated that they was able to clear the alarm and able to complete pump rewind. Customer stated that the self test did not passed. The device will not be returned for analysis.